Event description:
(B)(4). It was reported that following a carotid artery stenting treatment procedure the patient experienced restenosis. The target lesion was located in the left proximal internal carotid artery, extending into the ostium of the left internal carotid artery, with 90% stenosis, a length of 10 mm, and a reference vessel diameter of 4.0 mm. The physician treated the lesion with filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 15%. The patient was discharged 2 days later. In (B)(6) 2010, the carotid wallstent was found to have in-stent restenosis. As a result, the patient was re-enrolled into the cabana trial and the restenosis was treated with placement of a second wallstent.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).